Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got into the pool earlier and about 2 hours later the insulin pump had a critical pump error and it would not stop beeping. The customer's blood glucose level was unknown at the time of the incident. The customer noticed that there was a crack on the back of the insulin pump. The customer received the open book image on the insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error due to moisture damage to the force sensor. The pump was received with corroded electronic assemblies and a corroded motor home switch. The pump was received with a cracked case on the corner of the belt clip rails near the battery compartment.